Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited an increase in capture threshold resulting in loss of capture. The lp was explanted and replaced. The patient was recovering without complications.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited an increase in capture threshold. The lp was explanted and replaced. The patient was recovering without complications.